Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient's lead was on the radial nerve in the arm for stimulation but was only feeling stimulation at the pocket area. There was no known incident related to this complaint. The reporter indicated that the patient typically used low voltage, around 1.05v or lower. Approximately a week later, it was further reported that the patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2013 two weeks after the last report, it was indicated that the patient's lead was repositioned on (B)(6) 2013 and everything went well. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3778-60, serial# va01e65019, implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3550-29, lot# n343238, implanted: (B)(6) 2012, product type: accessory. (B)(4).